Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular fibrillation episodes were caused due to oversensing of noise on the ventricular channel and noise was detected which inhibited therapy with high frequency noise on the rv lead. It was recommended to bring the patient in clinic to consider lead replacement. Twiddler syndrome was observed on the rv and lv lead. Leads were explanted and new leads were implanted. Device remains implanted. No further information is available.

Event description:
New information received on february 5th, 2019 states that patient was seen in clinic on (B)(6) 2019 and loss of capture issue was observed on the rv and lv leads and loss of sensing issue on the rv lead. Lead dislodgment issue was observed on the rv and lv leads and both leads were resting on the clavicle. Patient was stable prior, during and post procedure.

Manufacturer narrative:
The reported event of no capture was not confirmed in the laboratory. Analysis was normal. No anomalies were found.